Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath; explanted: (B)(6) 2022; product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2022 regarding a patient who was receiving 10 mg/ml of morphine at 1.1 mg/day via an implantable pump for paraplegia. On (B)(6) 2022, it was reported that the patient, who was taking oral baclofen, had their pain pump replaced on (B)(6) 2022. During the replacement procedure, the pump segment of the catheter was cut and replaced with new drug-filled catheter pump segment. The catheter volume was updated accordingly and a priming bolus was performed. On (B)(6) 2022, the patient reported more clonus. On (B)(6) 2022, the patient was admitted to the emergency room and was in a coma. A pump reading was taken on (B)(6) 2022 which showed no malfunctions. The pump was set to minimum rate and all other diagnostics/troubleshooting was waiting for the patient to recover. It was unknown what, if any, environmental/external/patient factors might have caused or contributed to the issue. The issue was not considered resolved at the time of the report. No surgical intervention had occurred or was planned. The patient's status was listed as "alive - with injury", the injury being clarified as the patient's coma. Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2022. It was reported that the patient's pump was replacement was a normal replacement due to eri. It was also reported that the cut to the catheter occurred accidentally during the replacement procedure. No further troubleshooting/diagnostics had been done regarding the patient's symptoms as the patient was still hospitalized and was located at a different hospital from the one where the implant took place. Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2022. It was reported that the patient was still intubated but was circulatory stable. The patient's management team was waiting to draw conclusions from a neurological point of view. The reason for the coma had not yet been identified.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, explanted: 2022 (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2022 (B)(6). It was reported that the cut piece of catheter (17 cm including the pump connector) was discarded and 27.9 cm of a catheter was filled with 10 mg/ml of morphine was connected to the pump. The programming was changed to also include the additional 10.9 cm. The pump was reactivated and set to a continuous flow with a dosage of 0.5 mg/day on 2022 (B)(6). The patient was no longer in a coma but remains intubated as they have no autonomous breathing.